Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker was explanted due to safety mode. A new device was implanted and remains in service. No additional adverse patient effects were reported.